Event description:
(B)(4). I cannot remember the exact onset of my side effects, but I know that it was within a year after the essure was put into place ((B)(6) 2011). I have noticed over the past 3 years an increase in depression, more intense mood swings, headaches, exhaustion, all over pain (but concentrated in the lower back and legs), leg/foot swelling, loss of libido, cramping, fluttering, constipation, nausea, and floaters. I chose to have this procedure done vs. A conventional tubal ligation because of the recovery time. My procedure was covered by (B)(6), but I was dropped after 6 weeks postpartum and was never able to check back in with the doctor or even complete the dye test. After just a few months I started to see articles online about side effects and problems with essure. I look forward to getting new insurance in the next few months and begging them to cover the removal.